Manufacturer narrative:
Additional information related to hospitalization has been received which is included in this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 for 6 days with blood glucose of 359 mg/dl. The customer received insulin pump error alarms which caused them to went to intensive care unit. The customer¿s current blood glucose value was 162 mg/dl. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to jammed motor gear box. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test or verify pump error 27 alarms due to pump error 38 alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use oaf these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to unknown reason or unknown date. Customer stated that insulin pump received pump error alarm. Customer was able to clear the alarm however wasn't able to rewind insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.